Event description:
Boston scientific received information that the pacemaker dependent patient implanted with this device and non-bsc right ventricular (rv) lead presented for syncopal events. Upon interrogation, clinic staff noted noise lasting for one second on two occasions. The patient was brought in for further review. Pocket manipulation and isometric exercises were unable to elicit the noise on the rv lead. Approximately three weeks later, the patient presented again with another episode of near syncope. Upon review, the lead safety switch (lss) feature was activated. The device was reprogrammed to a fixed rv sense at 10mv and will continue to monitor for further events.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.